Event description:
Customer reported being hospitalized due to high blood glucose levels. Customer stated that he did get the no delivery alarm, but didn't address the alarm. Unable to perform troubleshooting at the time of call. Customer will call back.